Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawers 3.1 and 3.2 were not detected on bus. The field service engineer (fse) found drawer constantly failed and replaced everything in the drawer, but the issue persisted. The fse found drawer 3.2 has bad rails and replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 and 3.2 failed and was not detected on bus. User tried to hard reboot the machine but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.